Manufacturer narrative:
Covidien reference #:(B)(4) . Date of initial report: (B)(6) 2016. The incident pencil was not returned to covidien for evaluation. Two force triad generators were received for evaluation. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that on (B)(6) 2016 the user facility experienced a power outage. Power to the forcetriad generator was lost while being used on patient. When the facility power turned back on a spark from the handpiece caused a burn to the patients bowel. The burn required tissue resection. The facility is not sure which of two forcetriad generators was in use when the incident occurred.